Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) where the site was red and swollen. The patient underwent a revision procedure where the ipg and lead extensions were explanted. The patient was administered antibiotics. The explanted devices were retained by the facility and were not returned to bsc.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) where the site was red and swollen. The patient underwent a revision procedure where the ipg and lead extensions were explanted. The patient was administered antibiotics. The explanted devices were retained by the facility and were not returned to bsc. Additional information was received indicating that the leads were also explanted at the time of the ipg and lead extensions due to the infection. The leads were also retained by the medical facility and were not returned to bsc.